Manufacturer narrative:
(B)(4( corrected data: section g1 - manufacturer contact office: contact person changed to (B)(4).. Method: the subject mr850 respiratory humidifier was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the audible alarm of a mr850 respiratory humidifier was not functioning. Conclusion: without the subject device, we are unable to determine the cause of the reported event. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Event description:
A distributor in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.